Event description:
The pt presented with cardiogenic shock and inferior wall myocardial infarction. She had successful angioplasty of right coronary artery but thereafter became hemodynamically unstable. Returned to "cvl" to establish patency of right coronary artery. Iabp was inserted without difficulty but did not expand. This was removed and second intra aortic balloon pump was placed. Seen to expand only in proximal portion. Did finally inflate over 6-7 minutes secured in place. When pt stable removed on 7/19/98.